Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 487 mg/dl. Prior to the hospitalization, the customer had changed the infusion set and given manual injections, but continued to experience high blood glucose levels. The customer was told by her dr that the insulin pump was broken, and should be replaced. The customer did not want to troubleshoot, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.